Event description:
It was reported the right ventricular (rv) lead was found with no capture at any output. It was reported no noise was present. The lead was replaced; however, the same warning screen was displayed. The local sales representative planned a conference call with technical services. It was noted the patient was not hospitalized, and that device data will be provided for technical services to review.

Manufacturer narrative:
This report will be updated when additional information is received.